Event description:
Blisters/blisters were really hot/got burnt [burns second degree]. Still has scars [scar]. Did not check her skin under the product while wearing thermacare/she read the usage instructions on thermacare before used the product [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer. This (B)(6) female consumer started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date to (B)(6) 2018 at unknown dose wearing on her lower back for back pain. Medical history included diabetes mellitus diagnosed about 25 years ago (1993) for which she was currently under the care of a physician, bad back (got hurt in on the job injury) in 1990. Concomitant medications included 10 unspecified medications. Consumer was calling about thermacare, the kind with the belt. She went to the store, and saw the recall notice printed on the receipt. She was calling to let us know about the big blisters that she had. It happened twice, but she didn't go to the doctor either time it occurred, she just bandaged it up and left that on there for about a week. The blisters happened in either (B)(6) 2018 or (B)(6) 2018, she doesn't remember the exact dates, the 2 instances happened only a couple weeks apart. Both times she recovered about a week later, but she had scars. Each time it happened, she got one big blister on the side of her back. She stated that they were big blisters, about a the size of a quarter round and filled up about a quarter of an inch. She later said that the blisters were about the same size as the round heat elements on the wraps. When she took off the wrap, the blisters were really hot. At first consumer stated that she didn't know which wrap she was using when she got the blisters, but it was the one with the belt/velcro. She used that kind because it was easier to wear with the velcro. She later clarified that it was lower back and hip wraps. She had used them several times before and they helped which was why she used them, but she hadn't used them again since she got burnt. Her skin tone was very light or fair. She did not have sensitive skin. She did not have abnormal skin conditions. She purchased red box. The product was remaining, but she didn't know where it is, so couldn't provide the lot number or expiration date. There "was" always days in between uses. She used thermacare 6-8 hours per day. She previously used thermacare, she had used them for over a year. She did not have any problems before. She had not previously used other heat products for pain relief. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare, she stated that she didn't have any reason to. She read the usage instructions on thermacare before used the product. She was taking about 10 medications during the time the problem was experienced. When the problem happened she was concerned because she had been wearing the wraps for a about a year with no problems. It took a week for the blisters to heal. She used thermacare 4-6 that day, and she remembered taking the wraps earlier than normal both times. The blisters had healed, but she still had scars from the blisters. She did not consult a healthcare professional for the problem. Consumer stated that the belt would be the only part that you can reuse. She was reusing the belt, but it was the initial use for the heatpack. The action taken in response to the events of the product was permanently discontinued. The outcome of blisters/blisters were really hot/got burnt was resolved. The outcome of scar was not resolved. The outcome of other event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events burns second degree, scar and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] blisters/blisters were really hot/got burnt [burns second degree] , still has scars [scar] , did not check her skin under the product while wearing thermacare/she read the usage instructions on thermacare before used the product. [Intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. This 69-year-old female consumer started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date to (B)(6) 2018 at unknown dose wearing on her lower back for back pain. Medical history included diabetes mellitus diagnosed about 25 years before (1993) for which she was currently under the care of a physician, bad back (got hurt in on the job injury) in 1990. Concomitant medications included 10 unspecified medications. Consumer was calling about thermacare, the kind with the belt. She went to the store, and saw the recall notice printed on the receipt. She was calling to let us know about the big blisters that she had. It happened twice, but she didn't go to the doctor either time it occurred, she just bandaged it up and left that on there for about a week. The blisters happened in either (B)(6) 2018, she didn't remember the exact dates, the 2 instances happened only a couple weeks apart. Both times she recovered about a week later, but she had scars in 2018. Each time it happened, she got one big blister on the side of her back. She stated that they were big blisters, about the size of a quarter round and filled up about a quarter of an inch. She later said that the blisters were about the same size as the round heat elements on the wraps. When she took off the wrap, the blisters were really hot. At first consumer stated that she didn't know which wrap she was using when she got the blisters, but it was the one with the belt/velcro. She used that kind because it was easier to wear with the velcro. She later clarified that it was lower back and hip wraps. She had used them several times before and they helped which was why she used them, but she hadn't used them again since she got burnt. Her skin tone was very light or fair. She did not have sensitive skin. She did not have abnormal skin conditions. She purchased red box. The product was remaining, but she didn't know where it is, so couldn't provide the lot number or expiration date. There was always days in between uses. She used thermacare 6-8 hours per day. She previously used thermacare, she had used them for over a year. She did not have any problems before. She had not previously used other heat products for pain relief. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare, she stated that she didn't have any reason to. She read the usage instructions on thermacare before used the product. She was taking about 10 medications during the time the problem was experienced. When the problem happened she was concerned because she had been wearing the wraps for about a year with no problems. It took a week for the blisters to heal. She used thermacare 4-6 that day, and she remembered taking the wraps earlier than normal both times. The blisters had healed, but she still had scars from the blisters. She did not consult a healthcare professional for the problem. Consumer stated that the belt would be the only part that you can reuse. She was reusing the belt, but it was the initial use for the heatpack. The action taken in response to the events of the product was permanently discontinued. The outcome of blisters/blisters were really hot/got burnt was resolved in 2018. The outcome of scar was not resolved. The outcome of other event was unknown. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for lbh product for the subclass of adverse event safety request for investigation. Process related: no. Design related: no. Complaint confirmed: no. Notify safety: no. Additional information has been requested and will be provided as it becomes available. Follow-up (08feb2019): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment: based on the information provided, the events burns second degree, scar and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events burns second degree, scar and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for lbh product for the subclass of adverse event safety request for investigation. Process related: no. Design related: no.complaint confirmed: no. Notify safety: no.